Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mjz710; expiration date: 07/31/2023. Date of mfg.: 08/14/2018. Batch mez766; expiration date: 04/30/2023. Date of mfg.: 05/15/2018. A manufacturing record evaluation was performed for the finished device mez766 and mjz710 possible lot numbers, and no non-conformances were identified. Device evaluated by MFR: upon visual inspection of the pictures, a broken needle could be observed and a broken needle with the strand knotted could be observed. However, no conclusion could be reached as the sample was not returned for analysis.

Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: mjz710, mez766.

Event description:
It was reported that a patient underwent a hysterectomy procedure on (B)(6) 2019 and suture was used. It was reported that the needle was broken while sewing. There were no adverse patient consequences reported.